Manufacturer narrative:
Other relevant device(s) are: product ID: computer 9734477 rollingstone embedded, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to inspect the system. The computer was replaced and the issue resolved. The software investigation found that it was not possible to determine probable cause without further information since the behavior cannot be replicated. The computer was returned to the manufacturer for analysis. Functional testing; visual/physical examination; proceduralized device testing were performed and no failure was found. The returned part passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system switched to no input detected. The system was in the admin login screen and it went to sleep, but it would not come up again if the mouse was moved or if they typed. The site then rebooted with the power switch and it came up. The site was attempting to replicate the issue and shutting down from the application launch screen, instead of going to the power down screen it switched to no input detected as well. This occurred three times, with the system remaining at the 'no input detected' screen. There was no patient present when this issue was identified.